Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2018, patient experienced stoma site infection and stoma redness. On an unknown date in (B)(6) 2018, a stoma culture revealed skin flora. The patient was treated with oral antibiotic amoxicillin/clavulanic acid and topical agent silvederma. On (B)(6) 2018, the infection was resolved.

Manufacturer narrative:
(B)(4). Additional information indicates the use of antibiotic was a prophylactic treatment. Therefore, this is not a medical device reportable event.

Event description:
Additional information received indicates the stoma culture was taken before the antibiotic treatment and the antibiotic amoxicillin was prophylactic treatment.